Manufacturer narrative:
A specific root cause could not be identified. Assay performance checks were within specification. It was determined a pre-analytical issue was the most likely cause for the event. It was noted the sample was poured over into a secondary tube which is not recommended. Additionally, foam on reagent could not be excluded.

Event description:
It was reported that during a right hand assisted colectomy procedure, the device's active blade fell into the patient. The piece was retrieved. The surgery did not require the use of another device to complete. There was no adverse consequence to the patient.

Event description:
The user received an estradiol result of >4300 pg/ml with a data flag for one patient sample and had the instrument do a 1:5 auto dilution which generated a result of 128 (127.5) pg/ml. The user then ran the same sample again and got 5 (5.29) pg/ml on the same analyzer and 6 pg/ml on another e411. The user stated, the results were rounded to the nearest whole number. A result of <12 pg/ml was reported based on the results of 5 and 6 pg/ml. The patient was not treated based on the erroneous results because they were not reported. The estradiol reagent lot number was 15470101. The field service representative could not find a cause and checked the analyzer. He verified the analyzer operation by running performance tests which were successful.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.